Event description:
It was reported that the patient was experiencing discomfort caused by the implant. The patient underwent an explant procedure where the superion indirect decompression system implant was removed. The patient fully recovered post operatively. The explanted device was disposed of at the facility and was not returned.